Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint states: ¿the primary surgery was performed on (B)(6) 2021 via tka. It was reported that when the hospital staff opened the package of the cement, he/she found that the ampule had been broken. The surgery was completed with backup product within 30 minutes delay. No further information is available.¿ the product has not been returned for investigation. Retained samples were checked, but no further instance of this failure were discovered. The complaint description cannot be confirmed. Dva-104409-fde rev 10 was reviewed and this possible failure mode is included on line 503. The risk is considered as low as possible and cannot be further mitigated. There is insufficient information to determine a possible root cause. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: device history reviewed: 0 non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) released. Lot expiry date: 31 december 2021.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2021 via tka. It was reported that when the hospital staff opened the package of the cement, he/she found that the ampule had been broken. The surgery was completed with backup product within 30 minutes delay. No further information is available.